Manufacturer narrative:
Additional information was received on 7/25/2019. The lot number of the device was obtained-5536417. The device was explanted on (B)(6) 2019. 2. Is other serious-uncheck 2. Is required intervention- check the investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according to the reported information, the patient experienced a deflation of the breast saline implant. During visual evaluation a crease was observed on the anterior view extending to the posterior view. Leak testing revealed there was a tear measuring approximately 0.1 cm on the anterior view. No additional anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflated or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Deflation, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. A manufacturing record evaluation (mre) was performed for the finished device number 5536417, and no non-conformance's related to the reported complaint were identified. On (B)(6) 2019 mentor became aware that the patient's date of birth and age at the time of the event erroneously reflected 1966 and 52, respectively, with the initial report submitted. The patient was born in 1963, and her age at the time of the event was 55. Concomitant products: mentor smooth round moderate profile 525cc saline prosthesis, catalog #3501685, lot #5536417 reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation with a mentor smooth round moderate profile 525cc saline prosthesis experienced left sided deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.